Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va11gld, implanted: (B)(6) 2016, product type: lead. (B)(4) pertain to ipg ((B)(4)). (B)(4) pertains to tined lead (va11gld). (B)(4) pertains to ipg ((B)(4)). (B)(4) pertains to tined lead (va11gld). (B)(4) pertains to both ipg ((B)(4)) and tined lead (va11gld). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient¿s medical history of the patient being in the hospital in (B)(6) then later went to rehab because of a cancerous node in the lung, which was not related to the device. The caller noted she doesn¿t think the devise had been effected by the radiation treatment he was getting to eliminate the cancer. The caller noted the patient had been incontinent with his device and he tried all 4 programs and would like to have the manufacturer representative (rep) come in and add additional programs to try. The caller stated a loop in the wire was discovered at the top of the stimulator. The caller stated it could be seen at the top of the buttocks and could be push in. The caller stated that patient was bruised with black and blue marks down near the bottom of his buttocks and that concerned the caller. The caller stated an x-ray was taken at the healthcare professional (hcp) office and they told the caller that the lead was still connected and it was still ¿working¿. The caller stated that the hcp office turned off the implantable neurostimulator (ins) and put in a catheter that the patient was supposed to wear for 30 days. The patient had decided to take out the catheter because it was difficult to wear slacks and it had caused bleeding from the penis, blood spotting on his pads, and pain and a little bit of leakage at night. The caller noted they thought the nurse made a mistake and inserted the catheter in the wrong way or maybe the patient moved a certain way. The patient planned to follow up with the hcp to have the device checked, programmed, and the symptoms addressed. The caller thought the incontinence with the device started about 6 months ago. The caller stated the bruising on the buttocks began in (B)(6) 2017. The patient had catheter issues starting on (B)(6). The caller stated the loop in the lead was discovered on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.